Event description:
A 2-0 surgidac was opened to the surgical field. When the tech went to load the surgidac on the endo stitch applier, the suture itself did not line up properly with the applier and could not be loaded. The tech and surgeon both could not load it properly. Three 2-0 surgidac packages where opened and this happened six out of the seven times. The ref number for all three was (B)(4), and exp date for all were 2021-01. Event investigated with or rn and surgical tech. It was not the endo stitch applier that was faulty but the surgidac suture packs. The patient was not adversely affected. They opened a different suture than the surgidac and that worked and was not a problem. The or was searched and we did not have any additional suture with the affected lot number. There was little delay in the case. The suture packaging was not kept.